Event description:
It was reported that while stimulation was turned on, the stimulation would all of a sudden get very strong. The patient would be just sitting down and all of a sudden the stimulation would get very strong. It was reported that sometimes the patient can feel the stimulation, then no stimulation and then it would get really strong again. The issue came on suddenly and began the night prior to the report. The patient denies any body trauma/falls that may have contributed to this issue. Patient turned the implantable neurostimulator (ins) off and stated he does not have the stimulation issues with the device off. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 37742, serial# (B)(4), implanted: (B)(6) 2007, product type programmer, patient; product ID 3708360, serial# (B)(4), implanted: (B)(6) 2007, product type extension; product ID 3587a, lot# lc2091, implanted: (B)(6) 2005, product type lead. (B)(4).